Manufacturer narrative:
It was reported that the light allegedly had a small gap between the cardanic arm at the first joint. Upon visual inspection by a stryker fst, the joint between the two segments of the cardanic arm appeared to be separating. A stryker senior quality engineer technician reviewed the photographic evidence and determined that this alleged separation could be caused by a missing or displaced circlip. Although the orientation of this joint is approximately horizontal which limits gravity's contribution to separating this joint further, there is a potential for the light head to fall which could lead to serious injury. The light head was replaced at the customer site and is being returned for further evaluation by stryker quality engineers. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the light allegedly had a small gap between the cardanic arm at the first joint. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
The reported issue was that the light has a small gap between the cardanic arm at first joint. The light head was returned to stryker inspected by the our quality engineer team. They found some wear and tear and 2 deep scratches near the chassis handle and a dent at the edge of the chassis. They then performed functional testing and the light and camera was on without any loss of power. Afterwards when they rotated the light head the central cardanic joint it began to separate. Then they checked by removing the end cap he found that c clip was missing which was found to be the cause of separation. How c clip got missed is not known, as per DHR it was present at the time of manufacturing.

Event description:
It was reported that the light allegedly had a small gap between the cardanic arm at the first joint. There was no reported patient involvement or adverse consequences.